Manufacturer narrative:
The malfunction was duplicated and attributed to extreme liquid damage on all the boards. Liquid ingress was established as the source of the damages. During the investigation, the side panels were found to have broken posts which caused the side panels to become loose allowing for water to penetrate inside the device causing a no power up situation. The device is beyond repair and will be returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.